Event description:
This is 2 of 2 reports for the 2nd handpiece, and linked to mfg report number 3006697299-2024-00121: a facility reported that the first cusa excel 23khz straight handpiece (c2600) did not work so they wanted to use the second cusa handpiece which did not work also as it was misaligned. They managed to realign it and use it for the surgery. The issue was detected before surgery; however, there was no injury. Additional information was received as follows: did the problem appear before an operation (patient prepared/under anesthesia)? Yes. Did the problem lead to an increase in the duration of the procedure (= or > 30 minutes)? 30 minutes. Did this incident have any consequences for the patient? No. The second hp work. They detected the discrepancy between irrigation tube and the part that permit insertion of the tube.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the device is overtorqued. To resolve the issues, the housing and all o-rings have been replaced and a full function test including calibration and safety test according to manufacturer's specification have been performed. Root cause - the root cause is confirmed as overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. In relation to the handpiece overtorquing, corrective action has been raised to investigate this issue and is pending corrective action. This will be monitored and trended going forward. At present, we consider this complaint to be closed.